Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Concomitant medical product:(2) maxzero needle-free connector. Event occurred in nicu on a baby.

Event description:
The customer reported that the user noted that the baby's blanket was damp. The rn placed a gauze underneath the uvc (patient umbilical venous catheter) tri-port and found it to be leaking. Upon closer observation, the "lipid line" extension set was noted to be cracked and leaking at the base of the filter. The user had to discontinued the lipid infusion and changed out the lines. The event occurred in the nicu.

Event description:
The customer reported that the user noted that the baby's blanket was damp. The rn placed a gauze underneath the uvc (patient umbilical venous catheter) tri-port and found it to be leaking. Upon closer observation, the "lipid line" extension set was noted to be cracked and leaking at the base of the filter. The user had to discontinued the lipid infusion and changed out the lines. The event occurred in the nicu.

Manufacturer narrative:
The customer¿s report that the extension set was leaking at the base of the filter was confirmed however the leak is from the filter's weld line and not from a crack as reported. Visual inspection of the set showed no damage or any anomalies. Closer inspection under magnification showed no cracks, tool marks or stress marks on the filter component. Functional testing confirmed leaking from the filter side weld line. The root cause of the customer¿s report is a supplier manufacturing issue.